Event description:
On (B)(6) 2009, pt reported that over the summer there were a few times when his infusion site would fall right out. He said it would happen when he was outside for a few hours mowing the lawn and would get really sweaty. Pt reported he would feel to check to make sure it was still connected and it would be dangling and he would just replace the infusion site after mowing. He stated that he tends to be allergic to adhesive so he has tried using paper tape to keep the infusion site intact and he said that most of the time that works. Advised on the sandwich technique. Pt reported that he discarded the infusion sets that fell out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent dressings; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.